Manufacturer narrative:
Zimmer biomet complaint number cmp (b)(40. A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided e1: last/given name unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when attempting to place an implant, the implant would not engage / assemble with the driver properly. However, the driver engaged with another implant of the same specification and the procedure was completed with the same driver and another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 25. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. A visual evaluation was performed, the implant was received outside of its original packaging with apparent minor signs of use. The implant drive feature was missing (not machined). DHR review was completed for the subject lot number 1272642. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272642 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined was a manufacturing issue. The issue is currently being monitored. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No additional event information received at the time of this report.